Event description:
It was later reported the pump was flipping. The pump was revised. The patient "did well" post revision.

Event description:
It was reported that in (B)(6) 2009, the patient had to have a pump revision as it was trying to flip, and then had to "have it fixed." The medication being delivered was baclofen. No further event details were provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, lot # n184776001, implanted: (B)(6) 2009, product type catheter. (B)(4).